Manufacturer narrative:
The cobas e 602 module serial number is (B)(6). The customer stated that the calibration and qc results were within the specified ranges. The investigation determined that single false-reactive elecsys hiv combi pt results may occur. Product labeling states: "the investigation determined that the specificity of the elecsys hiv combi pt is less than 100%; therefore, single false-reactive results may occur. Product labeling states: "interpretation of the results all initially reactive or borderline samples should be redetermined in duplicate with the elecsys hiv combi pt assay. If cutoff index values < 0.90 are found in both cases, the samples are considered negative for hiv-1 ag and hiv-1/-2 specific antibodies." "Initially reactive or borderline samples giving cutoff index values of = 0.90 in either of the redeterminations are considered repeatedly reactive. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings." The assay is performing according to specifications.

Event description:
The initial reporter received a questionable elecsys hiv combi pt result for one patient sample tested on the cobas e 602 module. The initial result was 11.72 coi (reactive). The repeat result was 0.15 coi (non-reactive). No questionable result was reported outside the laboratory, as it did not match the patient's clinical diagnosis.